Event description:
The customer's mother reported via phone call that the insulin pump became stuck in the rewind/prime process after two battery changes. The customer's mother stated that she pressed rewind, completed the rewind process, and now when she locked the reservoir into place and pressed act, the insulin pump did not do anything. The customer's blood glucose was 470 mg/dl, which was treated with insulin. Upon troubleshooting, the caller was advised to remove the battery for 11 minutes, clear the battery out limit alarm that resulted, and proceed with the rewind/fill tubing process. She reported that the insulin pump did exit the rewind complete/bolus delivery loop and was able to complete the fill tubing process. She also reported that the insulin pump alarmed spanish software anomaly and was advised that the alarm was indicative of normal device behavior.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.